Event description:
During preparation for a case, the underpressure of the pump only went to 12inhg instead of 20 to 25inhg. The filter was checked and found to be fine and everything was set-up correctly. A penumbra rep inspected the pump and could not find anything that could explain the failure. The pump was disposed of. There was a back-up pump available.

Manufacturer narrative:
(B)(4).